Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device doesn't turn on when lid opened. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device doesn't turn on when lid opened. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A customer quality engineer reviewed the electronic device records and verified that the cause of the reported issue is isolated to the depleted battery. The customer has been provided with a replacement device. The customer's device is archived by stryker.

Event description:
A customer contacted stryker to report that their device doesn't turn on when lid opened. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section h6 method code grid of supplemental MDR indicates: analysis of production records section h6 method code grid of supplemental MDR should indicate: testing of actual/suspected device section h6 results code grid of supplemental MDR indicates: power source problem identified section h6 results code grid of supplemental MDR should indicate: electrical/electronic component problem identified section h10 additional mfg narrative of supplemental MDR indicates: a customer quality engineer reviewed the electronic device records and verified that the cause of the reported issue is isolated to the depleted battery. The customer has been provided with a replacement device. The customer's device is archived by stryker. Section h10 additional mfg narrative of supplemental MDR should indicate: stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to lid reed switch, sw5. The customer received a replacement device. The customer's device is archived by stryker.

Event description:
A customer contacted stryker to report that their device doesn't turn on when lid opened. There were no reports of patient use associated with the reported event.